Event description:
It was reported that caregivers could not view the patient¿s glucose values in the circle follow app despite share settings appearing correctly configured in the ilet mobile app, and the issue was attributed to dexcom g7 sensor signal loss that made readings unavailable to the follow app. Symptoms included no reported adverse physiological effects. Outcomes included no change in clinical status and no need for medical intervention. Investigation included user education and troubleshooting focused on app sharing settings and connectivity. Investigation of this case revealed that the continuous glucose monitoring data stream was intermittently unavailable due to sensor signal loss, and the responsible device within the cgm ecosystem was not identified. It was concluded that, based on previously established findings for similar reports, that the cause was the ilet app settings were appropriate and that the event was related to cgm signal loss affecting data availability to followers.